Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, on the second inflation at 14 atmospheres, the balloon ruptured.